Event description:
An endurant stent graft system was implanted in a patient for an urgent endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant was implanted in the patient 10 days post use by date. The physician was unaware the product had expired. The patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: failure to follow instructions (using expired product).